Event description:
On 29 apr 2026, it was reported by an arthrex employee via email that an ar-600 arthrex ar-600, handpiece was overheating during use. This was discovered before procedure with no case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.